Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was programmed and monitored for 1 day with no constant tone. Unexpected vibrate anomaly or unexpected alarm noted. Insulin pump passed self test and displacement test. Minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Moisture damage on electronic assembly and on motor.

Event description:
It was reported that the customer went into the swimming pool with the insulin pump. The customer's blood glucose was 227 mg/dl. The device was vibrating without an alarm or alert and a constant tone was occurring. The discontinuation of the device was advised. Nothing further was reported.